Event description:
The dr (cardiologist) claims that the graft was one of two grafts implanted in 1999, for a thoraco-abdominal aneurysm and abdominal aneurysm repair and the pt was reported to have eosinophilia since 2/26/1999 (pod#10). The eosinophyll level was 50% of the wbcs which were 10300/fei at that time. The pt is also reported to have had a post-operative fever as high as 39.6 degree c, with elevated c-reactive protein which has been treated with flumarin and "pipc". All cultures were negative. The graft has been left in. The pt is doing well now, but still has occassional fever spikes up to 39.0 degree c which goes down without any treatment. The dr has stated that the exact cause of these events is unknown.